Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that since (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector. At the time of the event her blood glucose level was around 5.9 mmol/l. The infusion set had been used for around 24 hours. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that since (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector. At the time of the event her blood glucose level was around 5.9 mmol/l. The infusion set had been used for around 24 hours. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.